Event description:
The customer reported that after changing the infusion set, a "bubble was discovered in the upper silicone segment and the PICC line was found to be occluded/clotted. At the time the event was reported, the staff planned to administer cathflo to try to salvage the PICC line. Although requested, no further patient/event info was provided.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.